Event description:
It was reported the customer had a software error alarm on their insulin pump. Customer stated the alarm occurred after changing their battery. Customer's blood glucose was 222 mg/dl at the time of the call. The customer also reported the alarm did not occur during the prime process. Customer also reported a lost sensor and weak signal alarm. It was also found the customer and differences in their sensor glucose and blood glucose readings. Customer also reported false high alerts from their sensor. The customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.